Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that asymmetric lens vaulting was noted. The doctor performed yag laser treatment. This report pertains to the lens implanted in the pt's left eye. Ref MDR #: 2031924-2014-00177 for the intraocular lens implanted in the pt's right eye. Add'l info has been requested, but no add'l info has been received by bausch & lomb to date.